Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240, this situation occurred during dwell 2 of 5. The supply bag fell and disconnected. The technical service representative (tsr) advised the home patient (hp) cycle power. The hp had already cycle the power once. The tsr referred the hp to the registered nurse (rn). The tsr informed the hp to start over using new supplies. Product surveillance contacted the hp. The hp stated he was a little foggy as he was on pain medication for back surgery and he just returned home from the hospital. The hp stated that he had two bags on a flat/level surface. When the hp woke up one of the bags was on the floor and the hp was not sure what had happened. The hp stated that he was able to resume therapy. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report was not confirmed due to the lack of a sample. Based on the information obtained during baxter's investigation, the assignable cause was due to a supply bag falling and disconnecting. The lot information was unknown; therefore, a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).